Event description:
It was reported that the user attached the infusion set to the body before properly filling the tubing during a supply change, then confirmed no insulin was pushed while connected and no press-and-hold was performed, after which an agent guided disconnecting, priming the tubing to visible drops, attaching the site, filling the cannula, and resuming delivery. Symptoms included no change in blood glucose. Outcomes included no injury, no hospitalization, and therapy continuation after successful troubleshooting and education. Investigation included user interview, troubleshooting steps, and verification of proper priming and cannula fill. Investigation of this case revealed user technique error during supply change with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.